Event description:
Per dealer, bracket that is under the seat is cracked and then broke; patient was not on commode when this happened; removed pail to clean unit and noticed issue. No injury, dealer could not provide any further information.